Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The rv lead triggered a lead integrity alert (lia) with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had high out of range impedance and high unstable thresholds. The lead detection was programmed off. The lead remains in use. No further patient complications have been reported as a result of this event.